Event description:
It was reported that the vns physician was having issues with his handheld device freezing. The handheld device, software flashcard, and programming wand have been returned to the manufacturer where analysis is currently underway.

Event description:
Product analysis was completed for the programming wand on 04/09/2015. No visual or mechanical anomaly was identified. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. Product analysis was completed for the handheld device on 04/16/2015. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis was completed for the software flashcard on 04/16/2015. The flashcard and software performed according to specifications. During the analysis, no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.